Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection of the samples. Analysis of the sample showed that we were able to observe the defect reported by the customer while evaluating the sample under magnification. Bd was not able to determine the cause of the failure because this failure mode could not be reproduced through the processes through which this component is processed as there are controls in place such as 100% double inspection. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: I was placing a 22, and the actual catheter had a defect right next to the hub where blood was leaking out. I saved the set up in a biohazard bag, as the tubing is full of blood. I have not come across any other sets like this and haven't heard of anyone else having an issue. Line needed to be pulled, blood exposure to patient and clinician.